Manufacturer narrative:
Section a2, a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. (B)(6) 2024. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent cataract surgery and the intraocular lens (iol) was implanted in the left eye. Following the procedure, the patient experienced persistent monocular double vision, which significantly impaired their ability to perform daily activities, including driving. Additional reported symptoms include distortions, blurriness, and blue and red bars affecting distance vision. Despite consultations with multiple specialists, no corrective surgical intervention has been proposed, with some specialists suggesting the issue may be linked to the implanted lens. An yttrium aluminum garnet (yag) laser procedure performed in (B)(6) 2025 reportedly exacerbated the double vision. No further information was reported.